Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebz0516 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the catheterization, when the connection tubing in the catheter was pre-rinsed, it was found that the fluid for pre-rinsing from the extension tubing of the connector was in two straight lines. It was stated that it was suspected that there was foreign matter in the extension tubing of the connector.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a partial occlusion is confirmed and was determined to be manufacturing related. The proximal and distal pieces of a groshong nxt connector were returned for evaluation. An initial visual observation showed no blood residue on the returned samples. A microscopic observation revealed a translucent material within the distal end of the cannula of the proximal connector piece. This material was observed to be mostly smooth and, when probed with a thin guidewire, was found to be elastic. The color, texture, and physical characteristics of the material found within the distal end of the cannula of the proximal connector piece suggest the material may be silicone, possibly from the over-molding process of the connector piece the manufacturer conducted awareness communication training to the appropriate personnel. A lot history review (lhr) of rebz0516 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the catheterization, when the connection tubing in the catheter was pre-rinsed, it was found that the fluid for pre-rinsing from the extension tubing of the connector was in two straight lines. It was stated that it was suspected that there was foreign matter in the extension tubing of the connector.